Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7083346. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 520858.

Event description:
It was reported that patient was having pain, discomfort, and inadequate stimulation. No device malfunction was suspected. It was also reported that the patient developed an infection at the midline thoracic. Physician believed it was not device related and the cause may have been from bed sore due to bed rest in rehabilitation. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.